Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when deploying the angio-seal evolution, the angio-seal detached from the insertion sheath prior to pull back. However, the doctor was able to successfully deploy the device and achieve hemostasis. The patient was in stable condition. The procedure outcome was successful. Additional information was received 11september2019:the patient procedure was a peripheral case. A 6fr. Sheath was used. A pre deployment angiogram was performed. The issue was during deployment in which the angio-seal unit (after clicking in arrow to arrow with the sheath) detached upon click back prior to pulling back the unit. The exact component that detached was the angio-seal unit during click back prior to withdrawing both items to execute deployment. Hemostasis was achieved with the device.